Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, this case reports that a revision total knee arthroplasty surgery was performed 19 months following implantation due to reports of the patient experiencing ¿difficulty climbing stairs and walking without pain.¿ the patient is noted to be a 75-year-old female. Per case details, the knee poly was replaced. Images of the chart-stiks were provided for review along with an audio recording which was noted to be the sound the knee joint makes. The provided information does not indicate a root cause for the reported events. As of the date of this medical investigation, the requested clinical documentation such as the operative report and pre/post operative images have not been provided. Therefore, the clinical root cause of the reported events could not be concluded. The patient impact beyond the reported cannot be determined. No further clinical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on an unknown date and a retropatellar button insertion was performed in (B)(6) 2022, the patient still experience difficulty climbing stairs and walking without pain. A revision surgery was performed on (B)(6) 2023 to address this adverse event, and knee poly was replaced. The patient is stable but feeling some pressure and rubbing in the implant site.

Manufacturer narrative:
Internal complaint reference (B)(4).